Event description:
Consumer complaint of low blood results. Customer states on (B)(6) 2015 he tested himself and the result was 53mg/dl and then he tested himself with other meter and the result was 120 mg/dl. Verified the test strips expire 08/28/2017. Customer ran a blood test result 111 mg/dl. I asked customer how was he feeling, customer stated he was feeling well and does not require medical attention. The customers expected range is 100mg/dl-150mg/dl. Customer declined to review meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of eval: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.